Event description:
An event on an unknown date involving a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer experienced leakge. The report stated that staff rn noted "leaking" from the luer while connected to patient's IV cathether. Sample photos have been provided showing the defective device and its packaging showing the lot number and list number. There was unknown patient involvement and unknown patient harm. Update: initial reporter does not think this is happening all the time, but very frequently. She has one of the extension sets.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One (1) new list # 12514-01, 7", was returned for evaluation. As received no physical damage was observed. No mating device was returned for evaluation. The returned set was tested as per procedure and no leaks were observed after the test. Complaint of leak cannot be confirmed or replicated. The lot history was reviewed and no relevant commodities, discrepancy, anomalies or nonconformances were identified that might be related with the condition reported by the customer.